Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain, failed back surgery syndrome and degenerative disc disease. The patient stated that in 2011 the morphine made the patient incoherent, too strong/too much for the patient. The healthcare provider took the patient off the morphine and started dilaudid and the issue resolved.